Event description:
It was reported that this patient has a history of noisy signals on the right atrial (ra) lead, and recently the noisy signals were noticed on the right ventricular (rv) lead as well, causing oversensing and pacing inhibition of more than 2 seconds. Technical services (ts) reviewed the case and confirmed noise in both leads, although indicating that rv lead measurements are within range. The clinic indicated that no aggressive troubleshooting will be performed due to the patient's age and making the device less sensitive was considered in the rv lead. It was inquired if signal amplitude can be measured and ts indicated this cannot be done remotely, but the event should be in the device and on the programmer the amplitude can be measured. Ts recommended to perform isometrics and serial impedance for further evaluation. Subsequently, the patient came to the clinic for device interrogation and troubleshooting, isometrics and x-rays were performed, no integrity issues were found with the leads. Rv sensitivity was reprogrammed, and the patient will continue to be monitored. This implantable pulse generator (pacemaker) remains in service and no additional adverse patient effects were reported.